Manufacturer narrative:
Corrected fields; b5, b6, b7, d10, h6(health effect clinical & impact codes). The getinge field service engineer states the customer has cancelled service requests. If any new information is received this complaint will be reopened and updated. H3 other text : customer denied service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has autofill error. There was no patient involvement reported.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has autofill error.